Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited gradual increase in right ventricular (rv) pace impedance measurements. The last pace impedance measurement was 1,500 ohms. All other lead measurements were stable and within normal limits. The patient was not pacemaker dependent. Additional information was provided that the patient was evaluated a couple months later and the impedances had increased by more than 500 ohms and are now greater than 2,000 ohms. Boston scientific technical services (ts) suggested further investigation of the issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Additional information indicates that this patient underwent a revision procedure to evaluate the observation of out of range impedance measurements. It was reported that the impedances had normalized prior to the procedure; however, the physician decided to extract the lead anyway. A new lead was successfully placed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.